Event description:
A 29 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endosvascular treatment of an abdominal aortic aneurysm aneurysm and vessel morphology at implant were not reported . No complications were rpeorted durin the implant procedure. Three days after the procedure it was rpeorted the pt lost motor movement to the legs. The superior mesenteric artery was reported to be patent post-operatively. It was also rpeorted that a CT showed the pt had a transected thoracic aorta, but it was not possible to determine it is was a pre-existing condition or if it occurred post operatively.